Manufacturer narrative:
(B)(4). Batch #unk. Investigation summary: the defect(s) reported by the customer has/have been verified and remedied using the measures listed in the "proof of repair". / external physical damages (probably from dropping) / unit modified acc. To guideline of manufacturer / the safety test was performed according to the manufacturer's instructions with supplied replacement accessories. / defective accessories replaced / 24-hour continuous test completed / functional test performed / ventilator assembly defective: replaced / electrical safety test completed / accessories checked / by built-in-test (bite) indicated fault codes analysed / functional test acc. To test procedure completed / damaged pcb main assy replaced / upgrade of ees-generator g11 "software" performed / trim damping missing / defective - renewed / label magnetic missing - renewed / earth connection loose - the fixing nut for earth ground wire has been tightened / cause code: facility-related issue. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that the displays not working on both devices, and the cooling fan was broken. The generators in cap. Park are checked every time they are returned from a request and the display issues were found at this time, the cooling fan issue was raised by the sales rep during the demo. Both of these were used for sales demonstrations and therefore were not used on any patients and did not affect any case. There were no patient consequences reported. No additional information is available at this time.